Event description:
The patient received assistance from his doctor or company representative and his concerns were resolved.

Manufacturer narrative:
Product ID: 3387s-40 lot# v867085, implanted: 2012 (B)(6), product type lead product ID: 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4) .

Manufacturer narrative:
(B)(4).

Event description:
The patient has not used his device since june due to being in a car accident and not needing it. He hit his head during the accident which caused his head and scalp to bleed. His doctors did not think that he was going to make it. He did not need surgery, just physical therapy for his brain. He also had some memory issues. He still had problems walking but that was being worked on. He did recuperate fast. He was trying to learn to use his patient programmer. His hand was not shaking so that indicated that the device was on. He was able to confirm with his programmer that the device was on. It was noted that he was going to have another device implanted on the other side. Additional information has been requested.

Manufacturer narrative:
(B)(4).